Event description:
It was reported that this patient's right shoulder was revised. Surgeon performed a conversion of an anatomic to a reverse. Patient was revised to a competitor's device. They were last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 300-30-08 - equinoxe preserve stem 8mm. (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6), 314-13-34 - equinoxe cage glenoid l, post aug, right. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6a/d6b, h6. MDR section codes updated/corrected: b, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. According to the information provided, the patient underwent a initial right atsa surgery on (B)(6) 2019. Approximately 6 years, 2 months and 20 days later, on (B)(6) 2025 the patient underwent a revision surgery from anatomic to reverse. Patient was revised to competitors' devices. All components were removed. The devices were not returned for evaluation and based on the images and radiographs provided the device appears to be unremarkable for the explanted devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.